Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). They provided the patient¿s weight at the time of the event and stated the cause of the stimulator failing was unknown. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s stimulator failed working when it should not have. The patient had to have the system replaced. No further complications were reported or anticipated.